Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner and outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst noted that due to the length of implant and the amount of blood ingress, it is likely the cut occurred during the implant.

Event description:
It was reported that the patient had pain in the pain in the implantable cardioverter defibrillator (ICD) pocket. High thresholds were found on the right ventricular (rv) lead. The rv lead was explanted and replaced. The ICD was moved to a sub-muscular location and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.